Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the initial problem was a short in the 96v circuit on the gantry motion controller. This short damaged the power conversion unit causing 96v to on always. After replacing the motion controller and power conversion unit the system is up an running. System passed all testing and was returned to service. The gantry motion controller was returned to the manufacturer for evaluation. Analysis confirmed reported problem. The door-axis amplifier shorted on the power input line. The motion enclosure was also returned for evaluation, although no fault was found. The part was found to be fully functional during testing. Additionally, the power conversion unit and the power supply unit have been returned to the manufacturer for evaluation, although analysis is not yet complete. An electrical failure mode was confirmed, with the root cause being the gantry motion controller and power conversion unit. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system began making a "beeping" sound. It was reported that the system had been powered on for about 1 hour, when the "beeping" sound began. The sound was reported to be similar to that of the back-up battery power warning sound. It was determined that the beeping indicated an issue with the x-ray generator that could only be resolved through part replacement. It is for this reason that the surgery was discontinued and rescheduled for a later date. An incision had already been made, so the patient was closed and the surgery postponed. The procedure was completed at a later date without the use of the imaging system. The patient outcome was good, with no additional impact being reported.

Manufacturer narrative:
The hardware investigation of the returned power conversion unit found that the reported event was related to an electrical issue. Q1 shorted due to defective motion box. The reported event was confirmed.

Manufacturer narrative:
Investigation of returned suspect power supply unit confirmed the reported problem was caused by an electrical failure. Performed output testing over the course an hour. 5v supply dropped by 0.145vdc within the first 6 minutes of testing. The remaining test period the supply rapidly fluctuated, eventually reducing the supply by 1.185vdc. Power supply is not stable.

Manufacturer narrative:
Failure analysis confirmed that the ias (image acquisition system) beeping was due to a failure of the gantry motion controller. It was found that the door-axis amplifier shorted on the power input line. The part was sent back to the supplier for further investigation, but no additional information was gathered beyond the findings from failure analysis. A review of complaints found that this is an isolated occurrence, no further actions beyond post-market monitoring is required at this time.